Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 21 mg/dl. Customer reported that the basal rate needed to be adjusted. Reportedly, customer made an appointment with a healthcare provider to adjust the settings. Bg was treated by paramedics assisting customer with v-50 sugar shot. Customer reportedly fell and hurt their knees and had bruising on the body. Customer was not taken to the emergency room or hospital.